Event description:
This incident occurred in (B)(6). It was reported that during surgery, the infusion line suddenly stopped working, which led to a dangerous situation for the patient. The eye nearly collapsed. No patient harm. The procedure was completed with a different pack.

Manufacturer narrative:
Two used infusion lines were returned together with the cannulas. One of the samples showed no anomalies; however, examination of the other sample revealed damage to the closure valve of the cannula. This type of damage occurs when the infusion line is inserted into the cannula in an oblique angle and (a part of) the closure valve gets trapped between the capillary of the plug-in infuse and the cannula itself. Though obstruction could not be confirmed during investigation, the piece of closure valve that was punched out during insertion of the infusion line most likely blocked the infusion line and compromised the irrigation during surgery. It should be noted that the proper way to insert the infusion line is described in the user instructions provided with this product. The rate of occurrence of this issue is consistent with the risk management file and therefore considered acceptable; however, dorc will continue to explore opportunities to improve our product to prevent undesired events. Please note that complaints regarding dorc product will continue to be monitored by qa.